Event description:
When the physician was dissecting and cutting an inferior mesenteric artery with the subject device during a laparoscopic colectomy, the short circuit error displayed. The confirmed the partial separation of the ptfe pad on endoscopic image and replaced the device with a similar device. There was no patient harm reported. The physician reported that the partial separation of the ptfe pad may be caused by activating output without tissues.

Manufacturer narrative:
The evaluation confirmed that the ptfe pad partially separated. There was no problem with the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thing, the probe and grasping section became contacting each other, and the error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.